Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported difficulties and treatment appears to be related to interaction of the device with patient anatomy. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement with a proglide device was attempted in the calcified right common femoral artery via 10fr sheath using the preclose technique prior to valvuloplasty procedure. Reportedly, the needles did not cross the vessel and during plunger retraction the suture came out "cut" confirming the needle deployment was not complete. The proglide device was removed and the valvuloplasty procedure was completed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.